Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: asm bolis ail limit during pm. Case notes: problem description - (B)(6) 2018 13:14:05 (B)(4). Asm bolis ail limit during pm. Went over service bulletin 543 and verbal walk through of setting up the pcu to asm. The bolis ail limit did not return after the 8015 was correctly connect to asm.